Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient tested for troponin ths stat on a cobas e 411 immunoassay analyzer. The initial troponin t hs stat result was 24.75 pg/ml with a data flag. This result was reported outside of the laboratory. The patient remained under observation until a new sample was obtained 3 hours later. The result from the second sample was < 3.00 pg/ml with a data flag. Based on this result, the original sample was repeated and the result was 3.67 pg/ml. The second sample was repeated and the result was < 3.00 pg/ml with a data flag. The customer performed a reproducibility test with the 2 samples. The 2 samples were re-centrifuged prior to reprocessing due to "abundant" fibrin. The results from both samples were reproducible: the results from the original sample were 4.50 pg/ml, 4.20 pg/ml and 5.37 pg/ml. The results from the 2nd sample were 4.41 pg/ml, 4.43 pg/ml and 4.10 pg/ml. There was no allegation that an adverse event occurred due to the device. The troponin ths stat reagent lot number was 305646. The expiration date was not provided.

Manufacturer narrative:
The field service representative (fsr) visited the customer site and examined the sample racks in use by the customer. The racks with no rubber bases were discarded. Rack adapters that were split were replaced with new rack adapters. No issues were identified during a review of the customer's alarm trace, calibration or qc data. Both a general instrument and reagent issue can be excluded. Based on the information provided, the investigation was unable to determine a definitive root cause.